Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results:evaluation revealed a cracked battery compartment. The returned battery cap was damaged and was unable to fully tighten on to the pump. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the contrast button was unresponsive during testing, which has no effect on insulin delivery. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.